Manufacturer narrative:
Exemption number (B)(4) - ansell healthcare products llc is submitting this report on behalf of suretex ltd.

Event description:
Customer has sent a complaint to our company informing that two lifestyles skyn condoms had broken during intercourse. Some days later, on (B)(6) 2011, he also stated that his partner needed medical attention to have part of those condoms removed from her body. Dr has prescribed antibiotics for five days. Customer informed that his partner is feeling better now and is not anticipating any further problems.